Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available, the complaint could not be confirmed. The exact root cause was unable to be determined. It is likely that the sheath was kinked during insertion or during device assembly which resulted in inability to advance the carrier tube into the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there was a kink in the sheath of the involved angio-seal device. After confirming that blood flowed from the drip hole and that the insertion sheath was properly positioned, the angio-seal device was attempted to be inserted into the insertion sheath. However, the device encountered resistance during insertion, therefore, the device was removed from the insertion sheath. Upon inspection, a kink was found in the insertion sheath. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc's. There was no patient injury or surgical intervention required. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 millimeters (mm). There is not a direct allegation that the reported device caused or contributed to patient injury. No equipment or other devices were used with the involved angio-seal. The event occurred intra-operative.